Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 7288 implantable cardioverter defibrillator implanted: 2006 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead had a possible fracture. The lead exhibited high impedance on the low voltage portion of the lead and diminished sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.